Event description:
It was reported that there was bruising and tenderness after pump refill on (B)(6) 2012. It was reported that it was difficult to access the pump port for refill using ultrasound guidance related to (r/t) body habitus. It required repeated ¿tries/sticks¿ to access the patients pump port. During examination and palpations on (B)(6) 2012, it was noted there was bruising and tenderness around patient¿s pump following refills, also a ¿hard linear immovable mass that measures 2 cm by 6 cm overlying pump.¿ intervention on (B)(6) 2012 was to apply heat packs to the firm area, two to three times daily for 2 weeks. During examination and palpation on (B)(6) 2013, it was noted that there was significant bruising to the patient¿s abdomen, no tenderness, negative for mass and a small amount of serosanguinous fluid overlying pump noted with refill. It was reported the etiology of the event was a non-intrathecal drug. It was noted that the cause was coumadin (patient was taking coumadin 10mg daily for history of blood clots). There was no change in drug. It was reported that the event was ¿unlikely¿ related to device or therapy and it was not related to implant procedure or infusion drug. The severity was reported as ¿mild.¿ it was noted that pump site healed well, the event resolved without sequelae on 2013-09-17. The pump system was delivering morphine and bupivacaine. .

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).